Manufacturer narrative:
Investigation is ongoing.

Event description:
Approximately 5 years and 10 months post implantation of a 26mm sapien valve in the aortic position by transapical a 2nd 26mm sapien 3 valve was implanted. After successful deployment of the sapien 3 and after closure of the ventricle the patient's pressure dropped the right ventricle (rv) went down. The patient was placed on pump and stent deployed in rca. There was some difficulty placing the patient on pump but was able to place the patient on pump; however, the patient expired. The exact cause of death is unknown at this time. Per report, the physician was unsure the cause for the death.

Manufacturer narrative:
Reference mfg. Report no. 2015691-2018-04450.

Manufacturer narrative:
Upon review of medical records (echo report, operative, discharge and death certificate), the patient presented with aortic re-stenosis approximately 5 years and 10 month post implantation of a 26mm sapien valve with hypertension, hyperlipidemia and peripheral vascular disease (pvd). An echo taken at 5 years and 8 months post procedure revealed peak gradient of 69mmhg and a mean gradient of 42mmhg with aortic valve area of 0.7cm2. There were multiple jets of aortic regurgitation and seemed to be consistent with moderate aortic regurgitation. However, per echo it was difficult to rule our paravalvular regurgitation but seemed to be valvular. This is an extremely high risk patient with known history of severe symptomatic aortic stenosis, prosthetic with previous transapical tavr. The patient now presents with chronic systolic and diastolic heart dysfunction and heart failure with a left ventricular ejection fraction of 40% and rv dysfunction. After full evaluation, the patient was felt to be a high risk for an open redo sternotomy with valve replacement. A decision was made to proceed with a re-do transapical tavr. The patient had extensive adhesions and scarring in the left ventricle apex from the previous ta operation. The s3 valve was deployed under rapid pacing with fluoroscopy and the deployment was satisfactory and placed without any complications. The sheath was removed and hemostasis was satisfactory. At this point, the physician began to close. After a few minutes after decannulation and medication administered the patient began to develop hemodynamic instability. The patient became hypotensive and an echo (tee) demonstrated no evidence of relapse of root rupture or type a dissection. There was no significant aortic insufficiency. A right coronary artery angiography was performed and it demonstrated perhaps an ostial lesion and perhaps an mid right coronary artery (rca) lesion. However, this was seen in the previous cardiac catherization preoperatively and it was unclear whether this is acute and reason for his condition. The patient's hemodynamics continued to deteriorate and a decision was made to proceed with a pci of the ostial right and mid rca lesion; however, due to the instability a decision was made to place the patient on ECMO. The stents were placed in the rca percutaneously through the left groin and left femoral artery. Despite efforts the patient continued to be hypotensive and was requiring mechanical circulatory support. The echo suggested mechanical cardiac problem with clot behind the heart raising the possibility of structural disruption during the attempts to gain apical access. The patient remained hypotensive without any pulsatility. The patient's heart was examined through the transapical incision and was not pulsatile. There was no further surgical intervention available at this time give the fact that the patient was a re-do and he was at elderly age. Due to that a decision was made to stop bypass machine and the patient expired. The cause of death as per the death certificate is listed as congestive heart failure: cardiogenic shock.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), device degeneration is a potential risk associated with the use of the transcatheter heart valves (thv). Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The valve will not be returned as it remains in the patient. In this case the cause of aortic stenosis is unknown; however, it could be related to the patient¿s significant co-morbidities (renal failure, hypertension) and the progression of the pre-existing disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.